Event description:
During an endoscopy procedure, the physician used a cook soehendra lithotriptor handle [initial use of reusable device]. After the procedure, the handle was reprocessed. The spring from the handle won't work. The spring is broken. It was bent so that it does not snap back. It is unable to be reloaded for the next use. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the product confirmed the report. The approved supplier examined the device and provided the following info. The handle frame was bent out of square and the spring for the ratchet was bent out of shape. Based on the condition of the returned product an unusual amount of force could have been applied to the device to cause the frame and spring both to bend. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Breakage of the handle can occur if excessive pressure is applied to the device during use and/or general handling. Prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.